Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill guide broke. According to sales rep, this drill guide was not used for the surgery.

Manufacturer narrative:
Evaluation summary: the reported event that the sleeve broke could be confirmed. Based on investigation, the root cause of the determined failure was attributed to a user related issue. The breakage was caused by a wrong angulation of the drill guide. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill guide broke. According to sales rep, this drill guide was not used for the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.